Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. Additional information has been requested regarding the evaluation and repair of the unit. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during inspection, the cs300 intra-aortic balloon pump (iabp) k6, k6a, k7, and k8 leak test was carried out and the numerical value was outside the specified value.